Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER with episodes of vt. Physician performed a successful antitachycardia pacing via manual invasive stimulation. Patient was fine.